Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi received the illuminator involved in the complaint and completed the failure analysis. The illuminator was analyzed. Visual inspection found burnt marks where the lamp module is placed. Unit is dusty in lamp module area. Fans are also dusty. There is no lamp module inside. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the illuminator had a burning smell. The customer stated there was no error and the lamp ignited normally. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the procedure using a third-party light source. There was no injury to the patient.